Event description:
The polyhesive was attached to the pt back. After the surgery, it was found that the pt had a burn on his back where the rem pad had been located. It was red and blistered. The procedure had lasted 13 hrs and 45 mins. The generator settings were pure 15 watts, fulgurate 15 watts.

Manufacturer narrative:
Device passed all tests except erit (external rem impedance testing) due to the loss of moisture that the device experienced from the manner in which the sample was returned. The reported burn may have been pressure necrosis or a skin reaction to the adhesive. Pressure necrosis is often mistaken for an electrosurgical injury. The symptoms can be similar in nature. Both wounds will appear as redness and blistering. Pressure wounds are typically larger in size than a burn and located at a pressure point. Given the length of the surgery (almost 14 hrs) and the lack of any defects found on the incident device, we suspect the injury to be related to pressure necrosis.